Event description:
The customer reported that the pump alarmed during priming. Reviewed the insert techniques for the set. The customer was sitting down and pinching the skin to insert. Instructed the customer on proper insertion techniques. Assisted the customer to run a fixed prime and went thru with no problem. During the call the customer indicated that customer was hospitalized for dka. In addition, it was mentioned that after the trainer changed the customer's infusion set, the customer's bgs came down.